Event description:
Device issue: balloon peeling. Time of device issue: unknown. Adverse event: none. It was reported that after pre-dilatation the 2.5x12 rx xience v stent system was advanced toward the lesion in the distal right coronary artery, the tip became damaged. The stent system was removed and a second 2.5x12 rx xience v stent system was used successfully to complete the procedure. There were no reported adverse patient effects. No additional information was provided. During return device analysis, balloon peeling was observed.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete.